Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump did not alarm for low blood glucose levels. The customer's blood glucose level was 43mg/dl. The customer's most current level was 266mg/dl. The customer treated the lows with glucose tablets. Troubleshoot was conducted. The customer was unable to complete troubleshoot and would call back at a later time and upload the pump.